Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97791,product type: accessory. Product ID: 977a260, lot# 210816900, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4). The type of reportable event has been updated.

Event description:
Additional information was received from a healthcare professional via a manufacturer representative. It was reported there was a loss of stimulation, the lead was replaced and the issue was solved. However, it was also indicated that the clinic itself was in doubt on which lead was previously returned. No further patient complication was reported as a result of the event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97791, product type: accessory. Product ID: 977a260, product type: lead. The 977a260 lead was returned referencing the event in MFR report number 3007566237-2016-04530. However, the event information of the aforementioned mfg report indicated the event pertained to a lead with model number 977a290. The reason for return of the 977a260 lead could not be determined. Analysis found all conductor wires were fractured at 27.4 cm from the distal end.

Event description:
The lead and anchor were returned to the manufacturer. No additional information could be obtained to clarify the reason for return.